Event description:
It was reported that during a surgical procedure conducted at the user facility, large inaccuracies occurred while navigating. The procedure was completed successfully without a clinically significant delay, adverse consequences, medical interventions, or impact to the patient.

Event description:
It was reported that during a surgical procedure conducted at the user facility large inaccuracies occurred while navigating. The procedure was completed successfully without a clinically significant delay, adverse consequences, medical interventions, or impact to the patient.

Manufacturer narrative:
The reported event of inaccurate registration can be confirmed based on the device evaluation. The customer was unable to register the patient appropriately. The mask was matched around the mouth instead nose and forehead.

Event description:
It was reported that during a surgical procedure conducted at the user facility large inaccuracies occurred while navigating. The procedure was completed successfully without a clinically significant delay, adverse consequences, medical interventions, or impact to the patient